Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician noted that there was a pericardial effusion observed via intra-cardiac echocardiography (ice) prior to transeptal puncture. The was advanced into the laa after transeptal puncture over the guidewire. Upon insertion of the wds, the physician activated fluoroscopy and noted that the was sheath position had advanced further into the laa. The was sheath position was maintained at that position, while the wds deployment continued. The patient's vitals were stable. The wds was deployed, and there was a high compression appearance to the closure device. The procedure was immediately stopped, and the patient was checked for a pericardial effusion via ice imaging. A large pericardial effusion was noted. The physician then injected contrast and noted the wds was beyond the border of the heart. The procedure then converted to a pericardiocentesis to treat the effusion. The closure device was left in its deployed position until the surgeon assessed the patient. The patient was transferred to the operating room for surgical repair of a perforation and to explant the closure device. The closure device was recaptured in the via standard recapture technique, the laa was ligated, and a perforation was surgically repaired. The patient remained stable throughout the procedure with no further consequences.